Event description:
The cannula curvatures were incorrect on several size 8 cfn, tracheostomy tubes. This reported condition was visually detected when the devices were removed from the package. There was no direct pt involvement. Three of the reported 8cfn devices were returned to the MFR for analysis and investigation.